Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed alert 38 twice indicating a stalled motor, and the patient had not changed infusion supplies for over a week; the patient was advised to change supplies every three days to maintain motor lubrication and insulin potency, and a dry run of the motor and a full supply change were planned once the patient returned home. Symptoms included hyperglycemia, with a reported blood glucose of 445 mg/dl that was trending down. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.